Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy/changes to patient anatomy, calcification level or the presence of pre-existing patient conditions. However, a conclusive cause of the clinical observation could not be determined from the limited information available. (B)(4).

Event description:
Medtronic received information that twenty-six days following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A second transcatheter bioprosthetic valve was implanted, valve in valve. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.